Manufacturer narrative:
This report is submitted on march 09, 2022.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI. Surgery to repair the magnet pocket was completed on (B)(6) 2022. The implanted device remains.